Event description:
Yesterday, we implanted a perimount magna mitral that we had to explant again and replace with something else. There was no issue with the valve, but the paperwork related to that valve got thrown out with all the chaos yesterday afternoon. The chaos was earthquakes. Device was disassociated by the surgeon as not device related. No information was provided regarding the actual event.

Manufacturer narrative:
The DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in process. The device will not be returned for evaluation as it has been discarded by the hospital. No additional information has been provided despite repeated requests for information regarding the event and the patient history. Surgeon has disassociated the device; however, it is unknown why the device was explanted at implant and if the patient had been taken off bypass before explant of the device.